Event description:
It was reported that there was low impedance. The lead had been programmed to unipolar or switched at one point. It was further reported that the patient experienced diaphragmatic stimulation. The lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.